Event description:
Consumer purchased a visionaire oxygen concentrator via the inter-net and used it to generate ozone. His home sustained fire damage and the oxygen concentrator was in the area of origin.

Manufacturer narrative:
The intended use of this device is not to be used with an ozone generator to produce ozone. An investigation is being done to determine how this person purchased a prescription device on the inter-net. An examination of the device is being scheduled and a follow-up report will be submitted.